Event description:
It was reported that the device emitted alert tones. Noise was present may be due to electromagnetic interference. Lead impedance measurements were acceptable and isometric testing showed no oversensing the device remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.